Event description:
It was informed that at 30 minutes into a laparoscopic assisted distal gastrectomy, the ptfe pad of the subject device was partially separated and the error named u504 was generated. The doctor completed the procedure with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for investigation. The investigation confirmed that the ptfe pad of the subject device was worn away, and partially separated. There were contact marks on the surface of the probe and non-insulated area. As the result of checking the probe and the manufacturing record of the same lot, nothing abnormal was detected. Based on the confirmation of the subject device, omsc concluded that the ptfe pad was worn away, and partially separated, because the doctor activated output in seal and cut mode without grasping anything. The error was occurred, because the surface of the probe and non-insulated area was contacted due to worn pad. This report is being submitted as a medical device report in an abundance of caution.